Event description:
I am submitting this report regarding a serious adverse experience with the hollister vapro plus pocket intermittent catheter following a recent product design change. I am a long-time user of this catheter due to a spinal cord injury, and I had previously relied on the product's flexibility and safety for daily use. However, a recent update to the catheter's tubing has resulted in multiple injuries and hospital visits, which I believe were directly caused by this new design. Specifically, the catheter now appears significantly stiffer and less pliable than earlier versions. The lubricant also kept drying out too quickly. The earlier ones were wetter with more liquid style of lubricant that did not dry out too fast. Upon first use of the redesigned product, I experienced extreme difficulty during insertion, followed by pain, bleeding, and the creation of false passages. I was forced to visit the emergency department due to complications, where I was informed by medical professionals that trauma had occurred from the catheterization. This happened on multiple occasions, each time following use of the updated catheter model. I had no such issues with the prior version of the vapro plus pocket catheter, which had a more flexible and gentler tubing and better lubricant. No notice or warning was provided to patients or care teams that a design or materials change had occurred. As a patient with a spinal cord injury, I depend on safe, gentle catheterization, and a sudden change to the catheter's physical characteristics without notification or re-validation for safety poses a significant health risk. The consequences of this design change for me have included: multiple false passages (documented clinically) pain, bleeding, and urinary tract trauma emergency department visit, multiple follow-ups and medical intervention disruption of daily life and care routines emotional distress and fear of using this or similar products again the new tubing appears unacceptably rigid for safe use, especially in populations with delicate or surgically altered urethral anatomy, as is common among those with spinal cord injuries, neurogenic bladder, or long-term catheter use. I am concerned that this design change may not have undergone sufficient safety testing in a representative patient population. The product remains marketed under the same name and packaging, which gives the impression that it is unchanged--when in fact it is functionally and clinically different. I request that the FDA (food and drug administration): investigate whether this product underwent proper safety and usability testing after the tubing change; determine if hollister adequately communicated material changes to patients and providers; require a re-review or re-clearance of the new design if it materially differs in stiffness or use-safety; evaluate whether this product change warrants a recall or relabeling to warn users of possible injury risks. I am available to provide product lot numbers, medical documentation, or samples upon request. I believe this product change poses a systemic patient safety risk and should be carefully reviewed.